Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in the stomach during a laparoscopic revision of bariatric procedure, the device was able to fire, however, there were some clips closed and others stayed open. Another reload was used to complete the case. There was no patient injury.